Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq-2003v intraocular lens in the left eye. The capsular bag was found to be torn after lens insertion. An anterior vitrectomy was performed and an anterior chamber lens was implanted. Best corrected preop va was 20/200, and pressure was 21mmhg. Postop va improved from light perception to 20/200 with some corneal swelling. Pre-existing conditions included diabetes and hypertension. Prognosis is "good, the vision is improving." The pt is to return for routine postop follow up.